Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board .no reset with escape and act buttons push noted. However, the insulin pump was received with operating currents within specifications and passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed radio frequency failed self test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarms could not be cleared and the pump settings reset each time the pump alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.